Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer has been experiencing low and high blood glucose. She thinks there was a mistake on her basal rates and contacted her doctor. Customer mentioned a hospitalization back in (B)(6) 2015, due to broken spine. The customer stated she had high blood glucose in the hospital of over 500mg/dl. The doctor is aware, so no need to troubleshoot for this. The customer's current blood glucose was unknown.